Manufacturer narrative:
When troubleshooting with technical support, the biomed found he installed the transformer incorrectly and was getting errors. He correctly installed the transformer and then found the air functions would not work. An air board was sent to the account. Repairs have not been completed.

Event description:
The accounts biomed alleged he found that the pan near the air transformer was charred and the cable was compromised. He indicated this happened back in january 2011 and he replaced the cable, transformer and air board but is now having a problem with the f2 fuse blowing.